Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced a loss of connection. No additional event or patient information is available. Data was provided for evaluation. The reported event was confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). Describe event or problem - additional. Describe event or problem - correction "the reported event was confirmed." Device availability- additional. Additional information/device evaluation/correction. Device evaluated by manufacturer - additional. Event problem and evaluation codes - additional. Event problem and evaluation codes - correction remove "3248, 77".

Event description:
The reported event was not confirmed. It was reported that the sensor was inserted into the arm. The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it failed. Previously, data was evaluated and it did not confirm the customer complaint. The reported event loss of connection was not confirmed. The root cause could not be determined. Labeling indicates: do not insert the sensor component of the g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the g5 mobile system is not approved for other sites. If placed in other areas, the g5 mobile system may not function properly.